Event description:
It was reported the intraocular lens (iol) trailing haptic was bent and there was patient contact. No further information is available.

Manufacturer narrative:
Additional information: sections age, weight, and ethnicity: unknown as information was asked but not provided. Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. The device was not returned for analysis therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. Should additional information be received regarding this event the case will be reopened and processed accordingly. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Product investigation was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes section d-9: date returned to manufacturer: 08-jan-2022 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics. The lens was cleaned and presented with a damaged haptic as well as cosmetic issues on the optic zone. The complaint issue could be confirmed; however, this may be attributed to handling during loading, suggested by the presence of viscoelastic residue on the optic body and haptics, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.